Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the laser-cut region. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jan2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mmx38 synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.